Event description:
It was reported that the patient presented in the clinic experiencing dizziness. Interrogation of the patient's pacemaker revealed no capture threshold at high output on the right ventricular (rv) lead. Fluoroscopy imaging was performed and showed the rv led to be likely micro dislodged with the lead helix extended and in similar position as implant. The patient was presented for a lead revision and during the procedure, the rv lead exhibited noise. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction section b5 and b6: the event description was corrected to reflect the event and the correction as submitted in 2017865-2025-75295 follow-up number 1 submitted on jun 12, 2025; in which the dislodgement coding was removed as "fluoroscopy imaging was performed and showed the lead helix extended and in similar position as implant." Was not indicating a dislodgement or a micro dislodgement. Device evaluation: the reported events of failure to capture and noise were not confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. Electrical testing found no conductor fractures but internal shorting due to procedural damage. Visual and x-ray examination found no anomalies except for procedural damage.

Event description:
It was reported that the patient presented in the clinic experiencing dizziness. Interrogation of the patient's pacemaker revealed no capture threshold at high output on the right ventricular (rv) lead. Fluoroscopy imaging was performed and showed the lead helix extended and in similar position as implant. The patient was presented for a lead revision and during the procedure, the rv lead exhibited noise. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction section h6: the dislodgement coding was removed as "fluoroscopy imaging was performed and showed the lead helix extended and in similar position as implant." Was not indicating a dislodgement.